Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. A review of the pump history indicated that rebooting occurred due the patient not using a fully charged battery. Unrelated to the complaint, evaluation revealed that the bolus button was missing and there was evidence of moisture inside the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her niece (the patient) alleging that the pump had a power issue. The reporter indicated that the patient first noticed the issue about a week earlier. The reporter claimed the pump would turn on, rewind, and then shut off. She also mentioned that the pump would only stay on for a few minutes before shutting off. The patient admitted that the bolus button was missing and the device might have been exposed to water. The reporter also mentioned that the patient was in an emergency room (ER) and was being treated for dka and a blood glucose (bg) level of over "600 mg/dl." Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue and the patient was hospitalized for hyperglycemia.